Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain, malaise, and cloudy effluent. The cause of the event was unknown. Thirty one days prior to the receipt of this report, the patient started treatment with intraperitoneal ceftazidime (dose and frequency not reported) for peritonitis. Two days later, the patient was hospitalized for peritonitis. The following day the ceftazidime was discontinued and the treatment was switched to intraperitoneal ceftriaxone (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. On an unknown date, the patient presented with hemoperitoneum. Six days prior to the receipt of this report, the patient was hospitalized to remove the peritoneal dialysis catheter. Three days prior to the receipt of this report, the procedure to remove the pd catheter was performed. The day prior to the receipt of this report, the patient was transferred to hemodialysis and discharged from the hospital. That same day, the patient was deemed recovered from the event. No additional information is available.